Manufacturer narrative:
The device is expected to be returned for analysis. However, the device has not be received. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the pipeline embolization procedure, the ped did not deploy as desired after it was resheathed. Under imaging, the flow diverter seemed to have an awkward shape. The distal segment of the flow diverter separated after being removing from the patient. The pipeline was replaced with new one to continue. No patient injury occurred. Aneurysm info: location ic-cavernous sinus, saccular shape, neck width unknown, landing zone vessel diameter not available, tortuosity not available.

Manufacturer narrative:
The device was returned for evaluation and the clinical observation could not be confirmed. As received, the pipeline flex braid appeared to be released from the its pushwire. The distal and proximal ends of the pipeline flex braid fully opened and moderately frayed. No bend was found on the pushwire. No other anomalies were observed. Based the device retuned evaluation and reported information, the event cause could not be determined as the returned pipeline flex braid fully opened and moderately frayed at both ends. The damage on both ends of the pipeline flex braid is likely the result of the customer re-sheathing the device more than recommended two times. It is possible that patient's vessel tortuosity and damage to the pipeline flex braid is likely cause the failure to open. All products are 100% inspected for damage and irregularities during manufacture. Per our instructions for use (IFU): "begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex has successfully expanded, deploy the remainder of the device. Carefully inspect the deployed pipeline flex embolization device under fluoroscopy to confirm that it is completely apposed to the vessel wall and not kinked. If the device is not fully apposed or is kinked, consider using a balloon catheter, micro catheter, or guide-wire to fully open it. The pipeline flex embolization device is fully re-sheathed when the distal marker is retracted completely inside the micro catheter. The system is designed to allow for 2 full cycles of re-sheathing of the pipeline flex embolization device. Re-sheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ if information is provided in the future, a supplemental report will be issued.